Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
Implant failed due to failure to osseointegration. The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.